Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) oss311, (osseotite implant 3.75 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone debris on external threads. Damage to the implant was identified, likely due to the removal process. The implant was fractured in half. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2017101533. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017101533 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported the implant fractured at tooth location # 36 and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided.